Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular and atrial leads were dislodged and did not capture. The leads were capped and replaced. Related manufacturer reference number: 2017865-2019-11068.

Event description:
New information received noted that the dislodgement and loss-of-capture applied to the right ventricular lead only. The patient was stable post procedure.

Event description:
New information received noted that the atrial lead was explanted due to dislodgement.